Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier for hv lead impedance out of range. Review of yearly trends revealed high, out of range hv lead impedance. Impedance measured normal when tested in hospital. A decrease in sensing was also noted. Externalized conductors were observed via fluoroscopy. Patient was asymptomatic. Lead was explanted and replaced.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 6.0-11.2cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion was noted at 12.0-12.7cm from the distal tip. The etfe coating was intact at this location.